Event description:
Customer reported that the battery was not charging properly, requiring the cable to be held in a specific position to maintain the charge, and it sometimes failed to work. There was no reported impact to the customer's blood glucose level. The pump was started, charged, and recognized by the computer, but a charging fault was confirmed. The customer is expected to return the device and a replacement pump has been prepared.